Event description:
It was reported that the patient presented in the hospital for unrelated reasons. Upon stored electrogram review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed and the patient was stable.